Event description:
This is report 1 of 2 for file (B)(4).

Event description:
According to the reporter, during a procedure for a pilon fracture of the distal tibia, a 2.7mm locking screw would not engage the plate. The screw went through the hole into the patient's bone. The plate and the screw were left in the patient as the plate was secure and would cause more damage to remove it. This is report 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The original awareness date is (B)(6) 2011. Additional information was received on (B)(6) 2013. A product development evaluation was performed and the device design and clinical risk management was reviewed. Line 4 states that the function is that the screw and plate construct stay assembled. The hazard is the screw backing out due to poor bone quality, incorrect technique, or surgeon error, with possible harm being patient injury. The severity of harm is moderate and the probability of occurrence of harm is unlikely. During a follow up phone conversation with the sales consultant, it was noted that the surgeon did not use the torque limiting attachment when inserting the 2.7mm locking screws. Since the torque limiting attachment was not used during the case, the insertion torque on the 2.7mm locking screw could have been excessive, thus causing the locking screw to thread completely thru the plate. Therefore, this complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.